Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, immediately post procedure the patient was having some prostate bleeding. The physician irrigated the bladder and placed a catheter. Because the patient's bleeding did not stop after being observed for 2-3 hours in the office, the patient was transported to the ER and admitted to the hospital. The bleeding stopped and no other intervention was needed. The patient stayed overnight for observation and was then released. The patient's condition was reported as fine. Follow up with the complainant revealed that the patient had other medical problems. The patient had been taking medications and mixed up his vitamins and blood thinner (plavix). It was confirmed by the physician that the hospital stay was unrelated to the prolieve procedure.

Manufacturer narrative:
Device disposed.